Event description:
During a percutaneous transluminal angioplasty stent was misaligned from the balloon. The intended procedure was stenting of the renal artery. The access site was the brachial artery. There was no calcification or vessel tortuosity present. Per report, the stent delivery system (sds) was prepped according to the instructions for use (IFU). As the sds was advanced through the guiding catheter, the operator noticed that the stent was misaligned from the balloon. At this time the sds was withdrawn together with the guiding catheter, out of the pt without any adverse consequence.

Manufacturer narrative:
The device was not returned for analysis. Mfg records for this lot number were reviewed and results indicate that the product met quality requirements for product acceptance. The stent retention after sterilization was found to be within specification. There do not appear to be any procedural issues that would have contributed to the reported event. Without product return was cannot confirm if there were proper bumping on the balloon. In this case, there is not enough info to draw a conclusion between the device and the reported event.